Event description:
It was reported that while treating a lesion located in the right sfa (unapproved application) that had been predilated and four stents placed, during deployment of the 5th stent the handle of the delivery system slipped and the stent could not be fully deployed. The handle was fully retracted, however, the sheath remained partially covering the balloon. The physician broke the handle in an attempt to manually retract the sheath; this was also unsuccessful. The delivery system was removed from the patient. Two more stents were used to treat the remaining lesion.